Event description:
On 5/3/85, rptr had bilateral capsulotomy, reconstruction of pockets and bilateral replacement of prosthesis with 250 cc implants. While these implants, which rptr now knows are polyurehthane coated, never developed severe capsular contracture, they have over the past nine yrs shifted upward to the point that the nipples are almost in the mammary fold. There is severe burning pain especially in the left breast and a constant pulling sensation in both breasts. The nipple areas are so sensitive that rptr cannot tolerate even the pressure of a bra. She has recently conferred with dr who performed the last surgery and he agrees that they should be removed. At this point rptr is awaiting pre-surgical approval from insurance co for removal of these implants. She will not have them replaced with any type of implant. These are rptr's fourth set of implants. She is planning to have them removed in a month. Having had seven sets of implants, rptr wonders what the level of silicone in her body would be if there was a test to detect the substance. In the almost thirteen yrs since her first breast surgery at age 40 there has not been one day that she has been completely pain-free. The emotional scarring is equally evident. In addition to the pain and trauma of five (soon to be six) surgeries and the everyday pain and discomfort in the breast area, rptr has slowly developed other problems that rptr feels are directly related to these implants. These include severe muscle pain, numbness and tingling in the extremities and ever increasing joint pain and stiffness. But by far the most painful is a recurring raw feeling that can and does appear on any and all parts of her body for varying lengths of time, sometimes weeks. Rptr is currently taking orudis, a newer anti-inflammatory drug and flexeril, a muscle relaxant, which rptr has taken for several yrs with a limited amount of success. (Also see mw1001287-1001289.)